Manufacturer narrative:
Based on consumer follow-up of (B)(4) 2017, input product is a counterfeit.

Event description:
Small round brush in throat [foreign body]. Brush heads get loose after brushing 3x, after which they completely become detached from the stems / have small round brush in mouth, throat [device breakage]. Product counterfeit. Case description: a consumer of unspecified age and gender reported spontaneously via e-mail on (B)(6)2017 that the heads of the oral-b brushheads, version unknown got loose after brushing three times, after which they quickly became detached from the stems. The consumer elaborated that suddenly, one had a small round brush in the mouth, throat. The case outcome was recovered. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. (B)(4) 2017 received consumer's follow-up e-mail: the consumer reported that the brush head was round, and was blue with white bristles. No further information was provided. (B)(4) 2017 received consumer's follow-up e-mail: the consumer reported that she'd/he'd had the problem with all 9 brushes. After scratching, there was a thin gray stripe. No further information was provided. (B)(4) 2017 received consumer's follow-up e-mail: the consumer reported that he/she threw away the last brush on (B)(4) 2017. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Small round brush in throat [foreign body]. Brush heads get loose after brushing 3x, after which they completely become detached from the stems / have small round brush in mouth, throat [device breakage]. Case description: a consumer of unspecified age and gender reported spontaneously via e-mail on (B)(6)-2017 that the heads of the oral-b brushheads, version unknown got loose after brushing three times, after which they quickly became detached from the stems. The consumer elaborated that suddenly, one had a small round brush in the mouth, throat. The case outcome was recovered. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On (b)(6-2017 received consumer's follow-up e-mail: the consumer reported that the brush head was round, and was blue with white bristles. No further information was provided. On (B)(6)2017 received consumer's follow-up e-mail: the consumer reported that she'd/he'd had the problem with all 9 brushes. After scratching, there was a thin gray stripe. No further information was provided. On (B)(6)2017 received consumer's follow-up e-mail: the consumer reported that he/she threw away the last brush on (B)(6)2017. No further information was provided.